Event description:
Customer believes that boluses are not being delivered by the spirit combo insulin pump. He reports his blood glucose levels are high after bolusing. He has been self-treating by taking boluses through the pump and finally took an 8 unit bolus via syringe when he got the result of 27.2 mmol/l. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.